Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a portion of 2fr s/l per-q-cath catheter. The depicted portion included the 0cm through 9cm depth markings. No damage or evidence of leakage was observed. While no damage or evidence of leakage was observed during inspection of the supplied photograph, the implicated device could be neither examined in detail, nor functionally tested. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of recq0799 showed five other similar product complaint(s) from this lot number.

Event description:
It was informed the material was inserted in a new born and after the puncture, catheter introduction and stylet remove, it was noticed leakage in the catheter extension. The catheter was removed and other placed. Professionals stated they used syringe 10ml.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recq0799 showed five other similar product complaint(s) from this lot number.

Event description:
It was informed the material was inserted in a new born and after the puncture, catheter introduction and stylet remove, it was noticed leakage in the catheter extension. The catheter was removed and other placed. Professionals stated they used syringe 10ml.